Event description:
It was reported that a skin reaction issue occurred. On 7/15/2026 it was reported that ¿My husband was on the G7 and had a lot of complications from it and was literally losing his skin. He was fine before being put on that and I made him take it off after emergency room visit and he cleared up. Nothing changed in meds except the G7. At the time of the report, patient condition was fine and healed up¿. No other details were provided. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(b)(4).This report was impacted by eMDR scheduled maintenance occurring July 22-27, 2026Labeling indicates: Inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. redness, swelling, bruising, itching, scarring or skin discoloration).